Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 667 mg/dl. The customer thought she had a stomach virus, and wasn't eating or taking correction boluses. The customer stated she was also vomiting. The customer also stated that she had been wearing the same infusion set for approximately one week. Troubleshooting was performed, and the daily totals did not add up correctly with the bolus and basal delivery. The customer was in the process of upgrading, and declined getting a replacement insulin pump at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.